Event description:
The customer reported that no 12 lead ECG signal was captured for the pt. This could cause a delay in pt treatment (defibrillation). It was confirmed that there was no pt incident/injury.

Manufacturer narrative:
(B)(4). The customer reported that no 12 lead ECG signal was captured for the pt. Prevention of defibrillator generated 12 lead analysis could cause delay in pt treatment. It was confirmed that there was no pt incident/injury. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.